Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank and snubber assembly. System operates as intended.

Event description:
Customer reported low ma and low kv errors. No patient injury was reported.